Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The df- header wire was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance greater than 125 ohms. During the procedure to cap the lead, the device was found to have physical damage on the header. The device was successfully explanted and replaced. The rv lead was capped. No adverse patient effects were reported.